Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot#: n276835010, implanted: (B)(6) 2011, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider via a device manufacturer representative regarding a patient receiving therapy via an implantable infusion pump. It was reported that a dye study was attempted but was unsuccessful. It was noted that the patient had fallen sometimes prior to the their last refill on (B)(6) 2020. The patient was referred for a catheter or pump replacement.